Event description:
It was reported during hospitalization, the patient developed first degree av block and sinus tachycardia, which was treated with a beta blocker. Additional information has been requested.